Event description:
A few hours after completing a routine hemodialysis treatment ,the pt went to the ER complaining of shortness of breath, abdominal pain and chest pain. The pt was admitted to the ICU and was intubated. His admitting diagnosis was hemolysis and sepsis. Lab work and medical records indicate the hemolysis was related to the sepsis. At the family's request, on (B)(6) 2011, the pt was removed from life support and he expired shortly thereafter. The cause of death is not reported but an autopsy is planned. The machine was inspected by a gambro technical services representative who found it to be operating within manufacturer's specifications. The cartridge blood set, bicart and revaclear max dialyzer were reported not available for investigation.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Retrained blood tubing samples from the same lot number reported 1000000132 were visually inspected, functional and dimensional testing performed with no failures detected.